Event description:
As reported to coloplast though not verified, pt was implanted with restorelle p t mesh. Later the pt experienced failed rectocele repair and a moderate protrusion into the vagina vault which was painful to palpation. A modification of posterior colporrhaphy and enterocele repair was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.